Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon up butt, won't leave [foreign body in gastrointestinal tract] put a tampon up butt [intentional device misuse] tampon up butt [incorrect route of product administration] tampon won't leave [device malfunction] case description: consumer contacted via social media and stated that she put a tampon up her butt and it wouldn't leave. No serious injury was reported.